Manufacturer narrative:
(B)(4). The incident device was returned, evaluated, and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.

Event description:
The customer reported that during a nissen procedure, oozing was seen during seal cycles. The surgeon increased the generator power to three bars but was still not satisfied with the seals. There was no pt injury. Additional questions have been asked of the site, but no further information has been provided.